Event description:
It was reported that oversensing and inhibition of pacing were noted on the atrial and ventricular leads approx. 53 months after the implantation. Lead damage due to subclavian crush was suspected. Both leads were capped and new leads were implanted.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to oversensing. The analysis of the provided trend data, acquired between 07th november 2021 and 04th july 2022 showed the sudden drop of the rv pacing impedance from approximately 550 ohms to less than 200 ohms at the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.